Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13179. The patient has two scs systems, reporting on both systems. It was reported the patient didn't feel her scs systems were no longer beneficial for relieving her pain and wanted them explanted. She also refused any reprogramming of her systems. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.